Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the following during the implant of an intraocular lens (iol): during lens positioning, the intraocular lens prolapsed frequently into the sulcus space. No vitreous was seen in the anterior chamber or to the wound. During lens manipulation to attempt to position the intraocular lens into the capsular bag, a second peripheral tear was noted at the 12 o'clock position. The lens was removed from the eye through the temporal clear corneal wound. There was deemed to be poor support for a sulcus lens; therefore the eye was left aphakic for a later sutured intraocular lens to be placed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).